Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with the battery door missing. Customer's complaint of error code 1870 was verified. The event log shows error code 1870 occured on (B)(6) 2017. Service replaced the motor as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump had error code 1870. No reported adverse effects.